Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used for derma suturing. The patient received a hyaluronic acid injection before the subcutaneous mass was created. Another like suture was used after subcutaneous mass was removed. It was also reported that the possible cause of the subcutaneous mass is a foreign-body reaction allergy of the impurity of hyaluronic acid. The doctor denies that the suture is not a cause of the subcutaneous mass. Additional information has been requested.